Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 12 mg/dl. The cause of low bg was unknown. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer became unconscious, and a family member called an ambulance. The customer was taken to the emergency room (ER) on (B)(6) 2023. The customer did not report how the hospital resolved their low bg. The customer was released from the ER on (B)(6) 2023, and they reported that they had cuts on their knees but no permanent damage. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
The batch number could be verified. Our manufacturing q-system assures, that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed.  The non-integration of an endosseous dental implant during the healing phase is a known inherent risk of the treatment with dental implants. Most implant failures occur before occlusal loading (analainen et al. 2009). Based on clinical studies about 1-3% of the implants fail within the first year after implantation (ganeles et al. 2008). Implants may have to be removed in case one or more of the implant success criteria are not met. Implant success criteria according to buser et al. (1991) are: 1. Absence of persistent subjective complaints such as pain, foreign body sensation and /or dysesthesia. 2. Absence of a recurrent peri-implant infection with suppuration. 3. Absence of implant mobility. 4. Absence of a continuous radiolucency around the implant. The manufacturer's trend analysis confirms that the reported early failure rate associated with its dental implants is below the expected failure rate for this treatment as published in the scientific literature.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.